Event description:
It was reported that the paramedics were called and customer was hospitalized in intensive care unit due to high blood glucose. The blood glucose reading at the time of hospitalization was 578 mg/dl. Caller stated that the customer had elevated blood glucose and chest pains prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.